Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported following lasik a patient experienced "interface haze" of the peripheral flap. The patient noted light sensitivity. The topical steroid dosage was increased. The haze and photophobia have resolved. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Logfile review shows no technical abnormalities that could have contributed to reported event. All energy settings were within range and all laser system functions were within specifications at this day. The logfile shows multiple successfully performed treatments on the event date. Logfile analysis shows user performed multiple treatments with eyetracker turned off. No technical root cause could be identified. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).